Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer bypassed pump warnings regarding bolus delivery and went to sleep prior to delivering a bolus, and experienced a low blood glucose (bg) level below 20 mg/dl. A glucagon injection was administered to the customer to treat the low bg level. The customer verified that the reported event occurred due to user error and there was no issues with the pump.